Event description:
The user facility returned the subject device to an olympus service center, requesting an overhaul of the device. During inspection and testing, it was observed that the adhesive on the light guide (lg) lens was peeled off. This report is being submitted for the malfunction found during the evaluation of the device (adhesive on the lg lens peeled off). There was no report of patient or user injury due to the event.

Manufacturer narrative:
Upon inspection and testing of the device, the adhesive of the light guide lens was found to be peeled off due to chemical or physical stress. The device history record was unable to be reviewed for this device, as it has been over 15 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to stress applied to the device, external factors, or handling issues. However, a definitive root cause could not be determined. In addition, service found the adhesive of the bending section cover was chipped, the video connector was deformed due to external factors, and the boot of the video cable was damaged due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.